Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they had experienced hyperglycemia with blood glucose level of 425 mg/dl. Customer was treated with bolus for high blood glucose level. Customer did not mention any symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. Customer reported the insulin batteries did not last more than 1 week. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The auto mode information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the auto mode was active at the time of incident.